Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer visit hospital due to high blood glucose on (B)(6) and (B)(6) 2018 with blood glucose of 300 mg/dl. The customer's current blood glucose was 72 mg/dl. The customer did experienced the symptoms such as vomiting, fatigue. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.